Event description:
It was reported that the patients ipg had migrated and in an uncomfortable position. The patient underwent a revision procedure wherein the ipg was repositioned and remains implanted. The patient was doing well postoperatively.